Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test or verify led anomaly due to missing segment. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had screen anomaly and changing battery did not resolve the issue. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.